Event description:
A hospital in (B)(6) reported that the connector of an opt570 tracheostomy direct connection was broken and cannot be connected to a circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint opt570 device from the customer. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the connector of an opt570 tracheostomy direct connection was broken and cannot be connected to a circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint opt570 device is no longer expected to be returned to fisher & paykel healthcare (fph) as it was lost during transport between the customer and fph regional office in (B)(6).we were not able to confirm the reported failure as the complaint device was unavailable and there was not enough information provided by the customer.